Event description:
It was reported that, "surgery team opened the first box of simplex to find what they described as 'cardboard shavings' inside the sterile packaging."

Manufacturer narrative:
This event was discovered during a review of data reports. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2011-00117.